Event description:
A surgeon reports that an intraocular lens was implanted during a routine cataract surgery. Immediately after implantation the surgeon obsevred a granulated dull zone within the lens optic (paracentral). The lens remains implanted. More info is being sought.